Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, the plastic ring affixed to the foam collar snapped as the surgeon was moving the foam towards the skin. A new port was used to complete the case. There was no patient injury.

Manufacturer narrative:
The event is no longer considered as a malfunction, and is now classified as a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.